Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif-q150 operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif-q150 reprocessing manual chapter 3cleaning, disinfection and sterilization procedures olympus will continue to monitor field performance for this device.

Event description:
An olympus field service engineer reported on behalf of a customer that the gastrointestinal videoscope had angulation issues. The event occurred during a diagnostic gastroscopy. The procedure was completed using the subject device. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: bending section cover, connecting tube, and plastic distal end cover had foreign objects. The nozzle was clogged with foreign objects. The residual foreign objects were due to insufficient reprocessing.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to wear of angle wire, bending angle in up, down, left, and rights directions did not meet the standard value. In addition to evaluation in b5, due to damage on charge coupled device unit, the specified resolving power was not obtained. Due to clogging of nozzle, water removal ability did not meet the standard value. The light guide lens had a scratch. The plastic distal end cover was shaved. Due to wear of angle wire, the play of up/down knob was out of the standard value. The adhesive on the bending section cover was detached. Due to wear of angle wire, the play of right/left knob was out of the standard value. The image guide protector had a cut. The switch button 2 had a cut. The control unit had a scratch. The grip had a scratch. The universal cord had a scratch. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.